Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. Currently, the abdominal aortic aneurysm is 5.2 cm in diameter; the aortic neck is 27-28 mm in diameter. The iliac arteries are 18-23 mm in diameter on the right and 20 mm in diameter on the left. An aneurx bifurcated stent graft (ref MFR 2953200-2011-01721) was implanted on an unk date. The pt has been back for routine f/u since implants and has a type ii endoleak from a lumbar artery into the distal aorta, which has been under enhanced surveillance. The radiologist reviewed a recent CT scan and noted a stent graft fracture. Currently, it appears that there is buckling in the mid-section of the stent graft, due to a lack of proximal and distal fixation. The proximal aortic neck has dilated to 27-28 mm in diameter, and there is contrast going around the top of the stent graft, but there is no proximal type I endoleak filling the sac. Both common iliacs have dilated and need to be extended with flared limbs (ref MFR 2953200-2011-01722); however, there are no distal type I endoleaks. An intervention has not been preformed and the pt will continue to be monitored. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (disease progression with vessel dilatation and type ii endoleak). Conclusion: (disease progression with vessel dilatation and type ii endoleak).